Event description:
Patient with cardiac symptoms was transferred urgently from the emergency department to the cardiac catheterization laboratory for coronary angiography. The cardiac cath team began to start the angiography procedure when it was discovered that the fluoroscopic x-ray system's cine was not available. Manufacturer was contacted for technical support. Cardiac team member reported they were getting an error when they tried to fluoro. Technical support asked cardiac cath team member if able to select a previous patient and view the run. Cardiac cath team member was not able to do so. There was another room with a fluoroscopic x-ray system available and the patient was immediately transferred this room to proceed with the angiography. There were no complications or harm that resulted to the patient because of the immediate availability of another room and another fluoroscopic x-ray system. Follow up: manufacturer service repair was completed on the same day. Service repair indicated calibration/adjustment necessary and unit was ready for clinical use.